Event description:
It was reported to philips that the power supply module was beeping. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer was provided a quote for repair, but decided to dispose of their device rather than accepting the quote, so the repair was not performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because the device was not repaired. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer decided to dispose of their device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.